Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including ECG stress testing using the customer's returned multifunction cable without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.